Event description:
Bayer case number: (B)(4). During removal in (B)(6) 2024, the surgeon noticed that one of the implants was piercing the uterus [uterine perforation], chronic fatigue, sleep difficultie, pelvic pain [pelvic pain female], catamenial migraine [menstrual migraine], headache, muscle and joint pain [arthromyalgia], itching of the ear canal [ear pruritus], dizziness, smell disorder [smell alteration], micturition disorders, nausea, cervical pain, muscle stiffness, difficulty for walking for a long time, balance disorder, memory disturbance, aphasia, trigeminal neuralgia, paraesthesia, muscle spasm, burning sensations in the body, diffuse itching all over the body [itching - generalised], tooth mobility and sensitivity [sensitivity of teeth], eczema, sight disorder [visual disturbance], burning eyes, gastric pain, and constipation. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 17-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of uterine perforation ("during removal in (B)(6) 2024, the surgeon noticed that one of the implants was piercing the uterus") in a female patient who had essure inserted (lot no. B47955, 50758783) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced uterine perforation (seriousness criteria disability and intervention required), fatigue ("chronic fatigue"), insomnia ("sleep difficultie"), pelvic pain ("pelvic pain"), migraine ("catamenial migraine"), headache ("headache"), arthralgia ("muscle and joint pain"), ear pruritus ("itching of the ear canal"), dizziness ("dizziness"), parosmia ("smell disorder"), micturition disorder ("micturition disorders"), nausea ("nausea"), neck pain ("cervical pain"), musculoskeletal stiffness ("muscle stiffness"), gait disturbance ("difficulty for walking for a long time"), balance disorder (" balance disorder"), memory impairment ("memory disturbance"), aphasia ("aphasia"), trigeminal neuralgia ("trigeminal neuralgia"), paraesthesia ("paraesthesia"), muscle spasms ("muscle spasm"), pruritus ("diffuse itching all over the body"), hyperaesthesia teeth ("tooth mobility and sensitivity"), eczema ("eczema"), visual impairment ("sight disorder"), eye irritation ("burning eyes"), abdominal pain upper ("gastric pain") and constipation ("constipation"). Essure was removed on (B)(6) 2024. On unknown date she experienced burning sensation ("burning sensations in the body"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to uterine perforation, fatigue, insomnia, pelvic pain, migraine, headache, arthralgia, ear pruritus, dizziness, parosmia, micturition disorder, nausea, neck pain, musculoskeletal stiffness, gait disturbance, balance disorder, memory impairment, aphasia, trigeminal neuralgia, paraesthesia, muscle spasms, burning sensation, pruritus, hyperaesthesia teeth, eczema, visual impairment, eye irritation, abdominal pain upper or constipation. The reporter commented: essure device implanted in 2014 with progressive onset of a range of disabling symptoms. During removal in (B)(6) 2024, the surgeon noticed that one of the implants was piercing the uterus. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). During removal in (B)(6) 2024, the surgeon noticed that one of the implants was piercing the uterus [uterine perforation]. Chronic fatigue [chronic fatigue]. Sleep difficultie [difficulty sleeping]. Pelvic pain [pelvic pain female]. Catamenial migraine [menstrual migraine]. Headache [headache]. Muscle and joint pain [arthromyalgia]. Itching of the ear canal [ear pruritus]. Dizziness [dizziness]. Smell disorder [smell alteration]. Micturition disorders [micturition disorder]. Nausea [nausea]. Cervical pain [cervical pain]. Muscle stiffness [muscle stiffness]. Difficulty for walking for a long time [walking difficulty]. Balance disorder [balance disorder]. Memory disturbance [memory disturbance]. Aphasia [aphasia]. Trigeminal neuralgia [trigeminal neuralgia]. Paraesthesia [paraesthesia]. Muscle spasm [muscle spasm]. Burning sensations in the body [burning sensation]. Diffuse itching all over the body [itching - generalised]. Tooth mobility and sensitivity [sensitivity of teeth]. Eczema [eczema]. Sight disorder [visual disturbance]. Burning eyes [burning eyes]. Gastric pain [gastric pain]. Constipation [constipation]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 17-oct-2024. The most recent information was received on 24-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of uterine perforation ("during removal in (B)(6) 2024, the surgeon noticed that one of the implants was piercing the uterus") in a female patient who had essure inserted (lot no. B47955, 50758783) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced uterine perforation (seriousness criteria disability and intervention required), fatigue ("chronic fatigue"), insomnia ("sleep difficultie"), pelvic pain ("pelvic pain"), migraine ("catamenial migraine"), headache ("headache"), arthralgia ("muscle and joint pain"), ear pruritus ("itching of the ear canal"), dizziness ("dizziness"), parosmia ("smell disorder"), micturition disorder ("micturition disorders"), nausea ("nausea"), neck pain ("cervical pain"), musculoskeletal stiffness ("muscle stiffness"), gait disturbance ("difficulty for walking for a long time"), balance disorder (" balance disorder"), memory impairment ("memory disturbance"), aphasia ("aphasia"), trigeminal neuralgia ("trigeminal neuralgia"), paraesthesia ("paraesthesia"), muscle spasms ("muscle spasm"), pruritus ("diffuse itching all over the body"), hyperaesthesia teeth ("tooth mobility and sensitivity"), eczema ("eczema"), visual impairment ("sight disorder"), eye irritation ("burning eyes"), abdominal pain upper ("gastric pain") and constipation ("constipation"). On unknown date she experienced burning sensation ("burning sensations in the body").essure was removed on (B)(6) 2024. The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to uterine perforation, fatigue, insomnia, pelvic pain, migraine, headache, arthralgia, ear pruritus, dizziness, parosmia, micturition disorder, nausea, neck pain, musculoskeletal stiffness, gait disturbance, balance disorder, memory impairment, aphasia, trigeminal neuralgia, paraesthesia, muscle spasms, burning sensation, pruritus, hyperaesthesia teeth, eczema, visual impairment, eye irritation, abdominal pain upper or constipation. The reporter commented: essure device implanted in 2014 with progressive onset of a range of disabling symptoms. During removal in (B)(6) 2024, the surgeon noticed that one of the implants was piercing the uterus. Batch no.50758783, production date: 2013-09-09, expiration date: 2016-09-30. Batch no.b47955, production date: 2013-06-28, expiration date:2016-06-30. Quality-safety evaluation of ptc: for essure: the investigation of the sample could not confirm any quality defect. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. The most recent follow-up information incorporated above includes data received on: 24-oct-2024: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.